Event description:
A user facility reported to olympus, the bronchovideoscope was found leaking at the angulation rubber. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope forceps channel port was found shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, bending section cover or distal sheath cut, scope connector deformed, electrical connector deformed, distal end scratch, adhesive on bending section cover or distal sheath detached, distal end dirty, grip and scope connector cover scratch, angulation lever and control unit scratches, suction cylinder shaved, universal cord scratch and dirty, connecting tube scratches, light guide cover glass sticky, worn out angle wire and dented switch box. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 27-feb-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to the endo therapy accessories, or a cleaning brush was inserted/withdrawn, a metallic part of the endo therapy accessories/cleaning brush contacted the biopsy port. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is supplemented to provide the following additional information from the user: the event was found during leak testing step of reprocessing cycle. Olympus will continue to monitor the field performance of this device.